Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Manufacturer narrative:
The customer was provided with a replacement battery. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.